Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. Defect of the power unit was noted. Oekg guessed that the reported event was caused by the defect of the power unit. If additional information becomes available, this report will be supplemented.

Event description:
The device failed to start up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the power supply unit had accidentally failed. If additional information becomes available, this report will be supplemented.